Manufacturer narrative:
(B)94). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included ciprofloxacin (500mg, intraperitoneally (ip), once per day), gentamicin (80mg, ip, once per day) and sumetrolim (400mg plus 80mg tablet per day, route not reported). The patient was reported to have recovered from the reported event and was discharged from the hospital. Additional information was requested, but is not available at this time.